Event description:
This was reported as a dual access site venotomy closure of the left and right common femoral veins (lcfv and rcfv). Femoral imaging was not performed. In the rcfv, closure was attempted via an 8f sheath hole, prior to a non-abbott device procedure. Reportedly, with the 1st prostyle, the device, along with the formed knot, came out of the patient anatomy as the suture did not catch the vessel. The sutures of 2 new prostyle devices were successfully preplaced. The sheath was upsized to a 16f and the non-abbott device procedure was completed. Post-procedure, the knots on both devices were advanced to the vessel wall and tightened, however, complete hemostasis was not achieved. An additional prostyle was attempted but was still unable to achieve hemostasis. Manual compression was temporarily applied while preparing the femostop. A femostop was ultimately used to achieve hemostasis in the rcfv. In the lcfv, closure was attempted with a prostyle using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis in the lcfv. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017- failure to follow steps / instructions.